Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed with any abnormal issue. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
It was reported anonymously via medwatch that the customer's facility uses the monoject oral syringes, 1 ml size, for oral medications needed in their nicu patients. Staff noticed that the newer version of the monoject oral syringes from cardinal health have a very loose plunger. This lack of resistance of the plunger in the barrel of the syringe allows for medication to be expelled out of the syringe despite being capped. The older/ original version of the oral monoject 1 ml syringes had more resistance with the plunger in the barrel and did not have the issue of the medication being expelled. The product number for these monoject oral syringes did not change when they were converted to the cardinal health version - product number 8881101015. No harm to any patients but pharmacy staff did have to re-draw multiple doses for patients due to expelled medication.